Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After inserting the device, it was observed that air entered through the stopcock after removing the dilator. The patient was snoring and a st segment elevation was observed. Nitroglycerin was given to the patient, but the situation was not resolved. A coronary angiogram (cag) was performed revealing that the rca was not flowing. Additional nitroglycerin was given, and the event was solved. The procedure was completed successfully. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.